Event description:
It was reported the patient had an ins swap in may and had a reprogramming in june. The ins revision was due to charging concerns and swapped to a non-recharge ins. The patient stated they currently have lack of efficacy. The patient is not happy with their device, therapy. The patient's symptoms are not being managed at all. The patient cannot stand up without having an accident. The patient must wear adult diapers and nighttime pads throughout the day. The patient did not reach back out afterward when they were dissatisfied with their therapy. The patient was encouraged to contact the team at any time if they are not satisfied with their results. At this point, the patient is unable to locate their remote control but will reach out once they are able. The clinical specialist plans to work with the patient weekly to get their therapy back on track. If they are unsuccessful, they will arrange to meet with the patient for another reprogramming. The patient therapy has not been changed at all since their last reprogram, so they plan to work with both programs before meeting the patient for another clinic visit.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006 this report is being filed for a correction to field h6: impact code.

Manufacturer narrative:
Block h11: investigation details: a device was not returned resulting in an inability to analyze the device and identify if a malfunction occurred. Based on the information available, it cannot be confirmed what the cause was. Based on the DHR, the device was confirmed to meet specifications prior to shipment therefore concluding manufacturing was not related to the reported event. If the further information is received the investigation will be re-opened. Without a returned product available for analysis and based on this investigation, a clear probable cause for the event cannot be established; therefore, the conclusion code of cause not established has been chosen.

Event description:
It was reported the patient had an ins swap in may and had a reprogramming in june. The ins revision was due to charging concerns and swapped to a non-recharge ins. The patient stated they currently have lack of efficacy. The patient is not happy with their device, therapy. The patient's symptoms are not being managed at all. The patient cannot stand up without having an accident. The patient must wear adult diapers and nighttime pads throughout the day. The patient did not reach back out afterward when they were dissatisfied with their therapy. The patient was encouraged to contact the team at any time if they are not satisfied with their results. At this point, the patient is unable to locate their remote control but will reach out once they are able. The clinical specialist plans to work with the patient weekly to get their therapy back on track. If they are unsuccessful, they will arrange to meet with the patient for another reprogramming. The patient therapy has not been changed at all since their last reprogram, so they plan to work with both programs before meeting the patient for another clinic visit.

Event description:
It was reported the patient had an ins swap in may and had a reprogramming in june. The ins revision was due to charging concerns and swapped to a non-recharge ins. The patient stated they currently have lack of efficacy. The patient is not happy with their device, therapy. The patient's symptoms are not being managed at all. The patient cannot stand up without having an accident. The patient must wear adult diapers and nighttime pads throughout the day. The patient did not reach back out afterward when they were dissatisfied with their therapy. The patient was encouraged to contact the team at any time if they are not satisfied with their results. At this point, the patient is unable to locate their remote control but will reach out once they are able. The clinical specialist plans to work with the patient weekly to get their therapy back on track. If they are unsuccessful, they will arrange to meet with the patient for another reprogramming. The patient therapy has not been changed at all since their last reprogram, so they plan to work with both programs before meeting the patient for another clinic visit.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006 this report is being filed for a correction to field h6.

Event description:
It was reported the patient had an ins swap in may and had a reprogramming in june. The ins revision was due to charging concerns and swapped to a non-recharge ins. The patient stated they currently have lack of efficacy. The patient is not happy with their device, therapy. The patient's symptoms are not being managed at all. The patient cannot stand up without having an accident. The patient must wear adult diapers and nighttime pads throughout the day. The patient did not reach back out afterward when they were dissatisfied with their therapy. The patient was encouraged to contact the team at any time if they are not satisfied with their results. At this point, the patient is unable to locate their remote control but will reach out once they are able. The clinical specialist plans to work with the patient weekly to get their therapy back on track. If they are unsuccessful, they will arrange to meet with the patient for another reprogramming. The patient therapy has not been changed at all since their last reprogram, so they plan to work with both programs before meeting the patient for another clinic visit.